Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) triggered an alarm and displayed a rapid gas alarm message. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h11. Corrected fields: g1 contact person ¿ mfg site; h11. As per further review, in this complaint the fse was unable to replicate the gas loss alarm related malfunction. Hence it is not reportable.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusions, type of investigation), h11. Corrected fields: d10. A getinge field service engineer (fse) evaluated the unit and was unable to duplicate issue. Customer stated they had to cut balloon catheter and make new connection in order to connect to iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.